Manufacturer narrative:
(B)(4). The opt842 optiflow adult nasal cannula is used to deliver humidified oxygen to patients. The opt842 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt842 optiflow adult nasal cannula was returned to fisher & paykel healthcare in (B)(4), and was visually inspected. Results: the subject nasal cannula was returned with the manifold disconnected from the tubing. The tubing showed signs of being pulled. Conclusion: the damage observed was most likely the result of pulling on the tubing with undue force. All optiflow adult nasal cannulae are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions that accompany the opt842 optiflow a dual nasal cannula state the following: - "do not crush or stretch tube." - "appropriate patient monitoring must be used at all times."

Event description:
A distributor in (B)(4) reported that the tube came off from the manifold of an opt842 optiflow adult nasal cannula in less than a week of use. No patient consequence was reported.